Event description:
It was reported that the right ventricle lead exhibited intermittent capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 34.0 cm to 34.7 cm and 45.0 cm to 46.5 cm from the connector pin; the proximal coil was exposed in these areas. The abrasion is consistent with that of exposure to friction with another implantable device. This resulted in the reported intermittent capture.